Event description:
It was reported that after the deep brain stimulation (dbs) patient underwent a revision procedure where the implantable pulse generator (ipg) was placed deeper in the pocket (MFR report 20807225) communication could not be established with the ipg using the remote control or the clinician programmer. The physician assessed that the communication issue may have been caused by postoperative swelling and waited for the swelling to go down. Once the swelling had resolved there were several attempts made to establish communication with the ipg by performing multiple magnet resets unsuccessfully. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well postoperatively.

Event description:
It was reported that after the deep brain stimulation (dbs) patient underwent a revision procedure where the implantable pulse generator (ipg) was placed deeper in the pocket (MFR report 20807225) communication could not be established with the ipg using the remote control or the clinician programmer. The physician assessed that the communication issue may have been caused by postoperative swelling and waited for the swelling to go down. Once the swelling had resolved there were several attempts made to establish communication with the ipg by performing multiple magnet resets unsuccessfully. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
The returned ipg was analyzed and revealed it could not be charged despite multiple charging attempts, and communication could not be established with a known good remote control or clinician programmer. Therefore, the data logs could not be retrieved or analyzed, and no functional testing could be performed. The ipg was then cut open, and internal electrical measurements revealed excessive sleep current and low resistance of a node where high resistance was expected. This finding confirms that the application-specific integrated circuit (asic) chip is damaged. This damage is typically caused by the ipgs exposure to electrocautery. A product labeling review was performed and did not reveal any anomalies as it states that electrocautery may deactivate stimulation, cause permanent damage to the stimulator, particularly if used near the device, and may require explantation due to damage to the device.